Event description:
It was reported that there appeared to be undersensing on the right atrial (ra) lead at times during events, leading to false rhythm termination. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).